Event description:
Consumer called stating that their toothbrush caught on fire while not in use and not plugged into the outlet.

Manufacturer narrative:
The root cause of the customer's complaint is mold on seal water.